Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, however the test reservoir was able to lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 110 mg/dl. The customer states that crack is seen on the reservoir compartment and the reservoir no longer sits firmly in the pump. Replacement. The insulin pump will be returned for analysis.